Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the cassette had been found leaking. The suspected source of the leak had been identified as the top of the cassette, specifically near the green component. The event occurred during compounding at the hospital, and the operator of the device was a health professional.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.